Event description:
A customer contacted physio control to report that their device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Device was further evaluated in the product analysis center (pac) and was able to duplicate the reported issue. The cause of the reported issue was determined to be due to a shorted capacitor, designator c181, on the user interface pcb assembly that would prevent a boot cycle completion. This resulted in the reported white screen and lockup condition. The device was archived by stryker.

Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.